Manufacturer narrative:
(B) (4). The device is expected to be returned for eval. It has not yet been received.

Event description:
Device issue: loose suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the suture was noted to be loose prior to needle deployment. Hemostasis was achieved using a second prostar xl device. There were no reported adverse pt effects. No add'l info was provided.